Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device powered on and operated as it should. There was, however, an issue with the device not communicating requiring the replacement of the system and central processing unit assembly boards would need to be replaced to address the issue on the device. No repairs will be performed, as the device will be scrapped.